Manufacturer narrative:
Added b1. Is product problem was omitted during initial report. D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue was determined to be patient condition related to hypertrophic lvot caused inlet to push up and rest under mv.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 62-year-old female patient for the indication of acute decompensated chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was not reported. Following device placement, it was noted that a hypertrophic left ventricular outflow tract (lvot) caused the impella inlet to be displaced upward and positioned against the mitral valve apparatus. Multiple attempts were made to reposition the device; however, these attempts were unsuccessful. The positioning issue was identified as device interaction against the mitral apparatus. Due to inability to achieve appropriate positioning, the impella 5.5 device was removed. The procedure was subsequently converted to intra-aortic balloon pump support via axillary access. The reported positioning difficulty is consistent with anatomical factors related to hypertrophic lvot, which may impact optimal device positioning and stability during mechanical circulatory support.